Event description:
It was reported that the procedure was to treat the left main artery, using a non-abbott guide wire. After pre-dilating the lesion the 4.0 x 12 mm xience v was advanced. Even though they were flushing the stent delivery system (sds) and guide wire with heparin, there was some reported stickiness during advancement. The stent was placed at the lesion and deployed at 14 atmospheres for 10 seconds. When attempting to remove the sds, it became stuck with the guide wire; however, they did not want to lose vessel access, so the sds was pulled on and was removed. The sds remained intact, but the tip of the non-abbott guide wire broke off in the patient and ended up on the circumflex vessel. A balloon was used to post-dilate the stent and to compress the guide wire tip against the vessel wall. There was no significant delay in procedure, no adverse patient sequela and the patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It is possible the tip of the non-abbott guide wire may have been kinked during insertion into the sds, causing resistance during the attempt to advance the guide wire and then during the attempt to remove it, although this cannot be confirmed. The cause of the resistance advancing/removing the guide wire could not be determined in this instance. It was further reported that after the sds and guide wire became stuck, the sds was pulled on during attempted removal. It should be noted that the xience v instructions for use cautions the user that should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. The sds and the guide wire were not returned to abbott vascular for analysis and may have assisted in the evaluation. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. In this case, a definitive cause for the reported difficulty positioning and removing the sds from the guide wire could not be determined, however, there are no indications of a product quality deficiency. All sds are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.